Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states the on/off button doesn't click at all. It seems to be stuck. MDR filed,

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-00520. The original submission contained the wrong product information. The correct product is a distributed product (imported) so section f has been completed in its entirety. The correct FDA registration code should have been 1531186, not 1525712.